Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error, no delivery and an unexpected re-start. The motor error alarm occured during the priming process. The caller did not know the blood glucose reading. The customer stated that they are unable to complete the rewind sequence. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.